Manufacturer narrative:
Ge service rep performed an on site investigation. The software was reformatted and reloaded. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the system was mixing images. No pt injury was reported.